Manufacturer narrative:
MDR reportable determined as a part of an investigation finding. The complaint of complications when retracting the needle through the tip shield was confirmed and the cause appeared to be related to the washer through which the needle passes during disengagement. The inner diameter of the washer was found to be below specification. No other similar complaints were reported from this lot. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva needle was difficult to disengage from the catheter. The following information was provided by the initial reporter: event description: I attempted to start an IV on a pt and when trying to loosen the connections on the catheter, I noticed that it was significantly more difficult that it usually is. Had I started the IV on the pt without checking. I would have not been able to retract the needle without potentially causing harm on the pt. This is the 3rd catheter I have come across with issue in the last month, just the first I was able to save to report. Response received on (B)(6) 2023: 1. It was mentioned that this has happened for the 3rd time. Are you able to provide the date of incident for the other 2 incidents? - unfortunately, at this time I do not know the other 2 dates of incidents. 2. Was the procedure completed as planned? - yes, to the best of my knowledge, they completed it with a different catheter. 3. Please confirm if there was any adverse event or serious injury being reported? - near miss 4. Was there any patient involvement for the previous incident? If yes, what was the outcome? - unfortunately, we do not know the involvement.